Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, lubricants poured out when first used and the handle was difficult to operate. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic, and video evaluations of two devices. A visual inspection of the returned photo noted: the distal end of the instrument. No abnormalities were observed. The visual inspection of the received video depicts the handle being cycled. The two open instruments clip counters were no longer active. Lubricant observed on distal jaw cams, yet application did not appear excessive. Visual inspection of the three sealed instruments noted lubricant on the distal jaw cams, the application did not appear excessive. Functionally; the first instrument was applied to test media and twelve clips were fired. The second instrument was applied to test media and thirteen clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. The three sealed instruments were applied to test media and sixteen clips were fired from each. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic and video evaluation of one device. A visual inspection of the returned photo noted: the distal end of the instrument. No abnormalities were observed. The visual inspection of the received video depicts the handle being cycled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.